Event description:
A (B) (6) male patient contacted lifecor customer support to report that when he places either battery pack into the charger, the red light blinks. Support sent the patient a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B) (4) has been completed. The reported problem was confirmed. The cause of the charger not charging the battery packs was corroded battery contact terminals in the battery connector. The corrosion prevented proper contact with the battery pack connector contacts. The corrosion also caused u13 to blow within the charger. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. The battery charger was scraped. No adverse event resulted from the damaged charger. The patient received replacement charger.